Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: nexgen femoral component, catalog #: 00597601602 lot #: 61101519, nexgen stemmed tibial tray, catalog #: 00598005702 lot #: 62559916, nexgen stem extension, catalog #: 00598802012 lot #: 62591450, nexgen stem extension, catalog #: 00598802011 lot #: 62648290. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08716, 0001822565-2017-08717, 0002648920-2017-00785.

Event description:
It was reported that the patient was revised to address pain. No additional patient consequences were reported.